Event description:
Same case as MFR report#: 2134265-2010-03399. It was reported that during a stenting treatment procedure, a shaft fracture occurred. Access was obtained via the right femoral artery. The 90% stenosed concentric de novo lesion measuring 4.0mm in diameter and 12mm in length was located in a mildly tortuous and mildly calcified left circumflex artery. The lesion was not predilated. Resistance was felt advancing both a 4.0x20mm and a 4.0x28mm promus element and shaft fractures occurred during insertion. In both cases, the break occurred outside the patient and the guide catheter. The procedure was completed with a 3.5x18mm stent. No patient complications occurred. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that there was a break in the hypotube 36cm from the catheter strain relief. There were also kinks along the entire length of the hypotube. Microscopic examination of the balloon found no issues with the balloon material, tip or the crimped stent that could have contributed to the complaint. The balloon was tightly wrapped and was not subjected to any positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).